Event description:
It was reported that the implantable cardioverter defibrillator was implanted on (B)(6) 2023. During post-procedure check, the implantable cardioverter defibrillator could not be interrogated and was found to be in backup mode. The cause of the reset was unable to be established. The device was explanted the same day and successfully replaced. The patient was stable and asymptomatic.